Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 10 months post implant of a bifurcated device and suprarenal aortic extension, the patient presented to the hospital and was symptomatic with back pain. The hospital performed a computed tomography scan which revealed an endoleak. The physician elected to perform a secondary procedure and implanted a suprarenal and an infrarenal device to fix the endoleak. The patient did well during the procedure and was doing great post procedure. Patient is expected to be discharged (B)(6) 2014.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were adequate medical documentation and no imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed. Cautionary product use conditions that might have contributed to this event included chronic kidney disease, and the inability to tolerate contrasted surveillance. The patient's use of antiplatelet therapy might have contributed to this event. There was medical documentation of a type iiia endoleak and a successful, subsequent procedure. The patient was discharged home on post-operative day two. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.